Event description:
It was reported that during a ptca procedure, the distal end of the balloon appeared to have dog boned. A perforation was noted and another balloon was used to attempt repair. The pt was put on a balloon pump. Pt status is listed as "stable".